Manufacturer narrative:
Investigation finding: to date, the investigation has not been completed. A follow up report will be filed upon completion of the investigation.

Event description:
It was reported that following use of this pump in a shoulder arthroscopy, the patient's shoulder observed to be swollen. Furthermore, the surgeon experienced difficulty suturing as a result of the swelling. There was no report of further medical or surgical intervention required for this event.